Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device displayed a message that it was operating in emergency pacing mode. An attempt to program the original parameters was not successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received